Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted successfully, sensor signal low error message paired with error terminate error message was observed indicating sensor had terminated on the body. Data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness and required hcp treatment of IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness and required hcp treatment of IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.